Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and insulin pump did not start again. Customer was assisted with troubleshooting and motor rewound but it kept telling him to rewind even though they already did this. Customer kept giving battery error as well. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: pump error 63 alarm (variable=21) (filenumber: 632, linenumber:5590) on 10/31/2022 00:21:25.000, 00:31:00.000, 00:31:00.000 and 00:50:00.000 multiple pump error 43 alarm on 10/31/2022 from 01:20:31.000 until 02:16:21.000 multiple pump error 38 alarm on 10/31/2022 from 01:21:22.000 until 15:37:33.000 multiple failed batt/battery failed alarm on 10/31/2022 from 08:48:11.000 until 08:53:14.000. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected battery errors or battery failed alarm during testing. Pump passed the leak test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, and vibrator assembly noted. However, found moisture damage on the motor assembly. Customer alleged for battery errors was not confirmed. However, pump error 63 alarm found in the pump history, problem isolated to the electronic assembly. Pump error 43 alarm found in the pump history and pump error 38 alarm during testing and found in the pump history due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.